Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the intuitive surgical, inc. (Isi) failure analysis (fa) team. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
It was reported that the ceramic piece was calcinated on the maryland bipolar forceps instrument. There was no report of patient harm due to this incident. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed, an image was provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it looks like there may be thermal damage to the yaw pulley at one of the grip cables. The probable root cause is attributed to inadvertent energy application from a monopolar instrument.